Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker, with the risk-benefit ratio in favor of the percutaneous aortic valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block with a junctional rhythm of 50 beats per minute (bpm), requiring temporary pacing. Following the valve implant, a permanent pacemaker was implanted with no adverse patient effects.